Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block and cardiac arrest that required pacemaker implantation. After the atrial fibrillation ablation and mapping for a premature ventricular contraction (pvc), the right bundle was bumped and induced complete heart block. Right ventricle (rv) pacing was initiated with the ablation catheter. The patient was monitored for a while, then the physician decided to implant a permanent pacemaker. During the implant, ventricular capture was lost. Cardiopulmonary resuscitation (CPR) was initiated, a temporary pacing wire was inserted, and the implant was continued. The patient is currently stable. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. However, during the analysis, reddish material was observed completely occluding the irrigation holes in the dome section. On 23-jul-2024, during product evaluation, the lot number was verified to be 31283650l. Field d4 lot has been updated. Based on the lot number identification, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The potential cause of the reddish material observed could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The occluded issue was not related to the reported event. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the reddish material was occluding the irrigation holes. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block and cardiac arrest that required pacemaker implantation. After the atrial fibrillation ablation and mapping for a premature ventricular contraction (pvc), the right bundle was bumped and induced complete heart block. Right ventricle (rv) pacing was initiated with the ablation catheter. The patient was monitored for a while, then the physician decided to implant a permanent pacemaker. During the implant, ventricular capture was lost. Cardiopulmonary resuscitation (CPR) was initiated, a temporary pacing wire was inserted, and the implant was continued. The patient is currently stable.

Manufacturer narrative:
On 18-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).